Event description:
Nicu infant was being suctioned by rn. Suction catheter broke off inside of the patient's endotracheal tube. Rn had to cut the plastic covering to retrieve the broken catheter from the infant's endotracheal tube.